Event description:
A customer contacted a baxter specialist to report an unknown set in which the customer observed air in line. According to the report, the nurses observed air bubbles in the line while running high flow rates during chemo infusions. The customer indicated that there was no patient injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is reportedly nor available. The lot number and product code is not available and therefore no 510k number will be provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available so the reported condition could not be confirmed and the root cause could not be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.